Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: the customer reported that the print on tube was missing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 03-may-2022. H6: investigation: bd received a sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for missing or faded print on the tube was observed. Additionally, thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issue of missing or faded print on the tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing print on tube. Bd determined that the root cause of the indicated failure mode was attributed to low ink during manufacturing.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: the customer reported that the print on tube was missing.